Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving gablofen(2000 mcg/ml, 899.9 mcg/day) for the treatment of intractable spasticity and cerebral palsy. It was reported that the hcp was able to aspirate the pump but was unable to fill it completely. The hcp was able to aspirate the amount that was very close to expected amount. When they tried to fill, they were only able to put in 32 cc of drug and "just wouldn't push any more in." Gablofen refill kit was used. The event date was (B)(6) 2018. No patient symptom was reported and no further complication was reported.